Manufacturer narrative:
Strips from the same vial used for meters in (B)(4). Results discrepancy reported in (B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 362 mg/dl and 152 mg/dl on aviva system 1, 164 mg/dl on aviva system 2 within 10 minutes. Customer was using the same vial of test strips with both meters. No adverse event reported. Strips are not available for return, replacement sent.